Event description:
Material# 405671 batch# 0001528811 it was reported by customer that they had issue regarding on 405671 spinal anesthesia kit which has hyperbaric bupivacaine 0.75% packaged within the kit. Verbatim: rcc received a complaint via email. Email(s) attached. Can I please request a phone call tomorrow ((B)(6)) from the bd rep who covers brigham and women¿s hospital in boston, and specifically, the l&d unit /obstetric anesthesia? I have a somewhat urgent issue regarding our 405671 spinal anesthesia kit which has hyperbaric bupivacaine 0.75% packaged within the kit. My center has had approximately 10 cases of failed spinals in the past 2 months and I¿d like to understand whether this may be isolated to this particular lot (photo below).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Additional information: some mds repeated a spinal.

Manufacturer narrative:
Follow up MDR for additional information received from the customer. Annex e and annex f codes updated from insufficient information based on customer response.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no physical samples were available for investigation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001528811 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. The supplier was also notified of the reported failure mode. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.